Event description:
It was reported that the ilet user frequently announced meals as less than consumed, believing the insulin delivered by meal announcements was too high compared to prior carb counting, which led to higher glucose without hypoglycemia; the issue pertained to user procedure and the ilet user interface. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to incorrect meal size entry, attributed to the user interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.